Event description:
Info received indicates the right lower siderail is not latching.

Manufacturer narrative:
The technician found the latch spring was weak. The tech replaced the latch spring to repair the bed.